Manufacturer narrative:
Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No further investigation for this event is possible at this time as no devices and insufficient information was received.

Event description:
It was reported that on (B)(6) 2015, the patient underwent the surgery. After surgery, when the surgeon checked x-ray, the rod was broken(l5-s). Therefore, the patient underwent the revision surgery on (B)(6) 2016. During revision surgery, the surgeon tightened the blocker using the torque wrench. When the surgeon pulled out the torque wrench, the screw head separated (l5 right and il left). Therefore the surgeon changed the screw to another same size screw.

Event description:
It was reported that: on (B)(6) 2015, the patient underwent the surgery. After surgery, when the surgeon checked x-ray, the rod was broken(l5-s). Therefore, the patient underwent the revision surgery on (B)(6) 2016. During revision surgery, the surgeon tightened the blocker using the torque wrench. When the surgeon pulled out the torque wrench, the screw head separated(l5 right and il left). Therefore the surgeon changed the screw to another same size screw.